Event description:
Healthcare professional reported "baker grade iii / IV capsular contracture" and "patients concerns with the product" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/ IV.

Manufacturer narrative:
Device evaluation: fold creases, wear abrasion and yellow particles in device outer surface. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -no issues found related with the manufacturing.

Event description:
Healthcare professional reported "baker grade iii / IV capsular contracture" and "patients concerns with the product" against left device. The device has been explanted.